Manufacturer narrative:
It was reported that the time/date had reset to the default setting on the back up controller. It was presumed that the internal battery had discharged. The controller ((B)(4)) was not returned for evaluation. A review of the manufacturing records confirmed that the associated device met all requirements for release. Log files covering the event date were not available for analysis. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported date/time error may be attributed to an extended period of time where the controller was not connected to an external power source, causing the real time clock to deplete. However, the reported event could not be confirmed as the device was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that during a back-up controller check, it was noted that the time/date had reset to the default setting.  It was presumed the internal battery had discharged.  The controller was exchanged.  No patient complications have been reported as a result of this event.